Event description:
It was reported that this right atrial (ra) lead exhibited intermittent elevated impedance measurements ranging from 1,800 ohms to greater than 3,000 ohms. Sensing and threshold measurements remained stable. Noise was later noted on the lead. There was concern the lead had fractured. No adverse patient effects were reported and no actions planned at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).